Event description:
It was reported that during a stent placement procedure via superficial femoral artery, the stent was allegedly got crumpled in some areas. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent xl stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl stent system products are identified. (Expiry date: 05/2023).

Event description:
It was reported that during a stent placement procedure via superficial femoral artery, the stent allegedly got crumpled in some areas. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describes holding and handling of the system throughout deployment. In particular the instruction for use state: 'remove slack from the delivery system catheter held outside the patient.', 'confirm that the introducer sheath is secure and will not move during deployment.', and 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' The instruction for use further state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' In regards to pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques', and in regards to accessories the instruction for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath (...) Insert a 0.035 inch (0.89 mm) diameter guidewire'. H10: d4 (expiry date: 05/2023), g3. H11: g1, h6 (device, method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via superficial femoral artery, the stent allegedly got crumpled in some areas. It was further reported that the device was allegedly failed to deploy. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl stent system products that are cleared in the us. The pro code and 510 k number for the lifestent xl stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was returned for evaluation. The returned sample was found with a broken force transmitting component inside grip; the stent was not returned as it reportedly had been deployed inside patient so that deployment failure cannot be confirmed. Images demonstrating the stent inside patient were not provided which leads to inconclusive evaluation result for stent deformation but to confirmed result for break of a force transmitting component. Based on the information available the investigation is inconclusive for the reported irregular stent placement. However, breakage of a force transmitting component is confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describes holding and handling of the system throughout deployment. In particular the instruction for use state: 'remove slack from the delivery system catheter held outside the patient.', 'confirm that the introducer sheath is secure and will not move during deployment.', and 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' The instruction for use further state: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' In regards to pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques', and in regards to accessories the instruction state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath insert a 0.035 inch (0.89 mm) diameter guidewire'. H10: d4 (expiry date: 05/2023), g3, h6 (device). H11: g1, h6 (method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.